Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the exterior of the device. Engineering removed the seal and noted no damage to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and is similar in shape as the hole in the septum. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic radical prostatectomy - "this is a complaint from the market. Administrative no.(B)(4). The event unit and a black fragment will be returned to (B)(4). Please refer to the complaint sheet for investigation." Complaint sheet - "report from the sales rep: a black rubber fragment was found inside the abdominal cavity during laparoscopic radical prostatectomy. Combine instruments: olympus 10 mm ltf, ctr73, ligasure blunt, grasper, dissector, and needle driver. Initial investigation report by (B)(4) olympus: the event unit and a black fragment were returned to olympus and visually inspected. The septum was found to be damaged and missing a portion. The returned fragment approx. 9.0 mm x 5.9 mm matched the missing portion in shape. The unit and the fragment will be returned to (B)(4) for further evaluation. Admin#(B)(4)." Patient status - no patient injury.